Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6); product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative (pt rep) regarding an implantable neurostimulator (ins). The reason for call was pt rep stated the controller doesn't work anymore. Pt rep stated they've had this problem a couple times and the pt was in a nursing home, and they can't get it to turn on any longer. Pt rep said the controller has been fully charged and plugged in and nothing is happening. Troubleshooting was unable to be performed as pt rep disconnected the call as they stated the connection was poor and requested a call back. Pt rep called back and clarified that they can¿t turn controller on. They said this was first noticed "a month or more, and a week before last thursday they were able to get it back on but then it started going blank again". Pt rep says the pt doesn't have a managing hcp for ins currently. Pt rep says they talked to manufacture representative (rep) the other day and was told to call patient services. Recharger (rtm) cord looks intact and said they were able to charge patients ins last week. Controller port looks intact. Battery compartment has two pins "bent over", but they might just be referring to the 2 contacts that are at an angle instead of straight like the other 2. A replacement controller was requested.

Manufacturer narrative:
Product ID 97745, serial# (B)(6) was returned for analysis and found the main board was dead causing there to be no power. The connector support and button were also both broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.